Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted the stent was stationary on the tightly folded balloon between the markers with no damage noted. There was a kink in the proximal hypotube shaft 27 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and moderately calcified which likely contributed to the reported difficulty. Analysis of the sds noted blood visible in the inflation lumen and in the balloon, consistent with a leak while in the patient anatomy. Using a new indeflator filled with water, an attempt was made to pressurize the balloon when fluid leaked out of the proximal end of the balloon. The stent implant was removed and the balloon was pressurized to the rated burst pressure (rbp) and fluid was observed leaking from a pinhole in the proximal end of the proximal marker band. There was a scratch on the balloon proximal to the pinhole for a length of 1 mm. The patient anatomy was moderately calcified therefore it is likely that the balloon was damaged (scratched) during interactions with the calcified lesion during advancement or retraction in the anatomy as there was no leak or damage noted to the sds during the inspection or preparation prior to use which suggests a product deficiency did not contribute to the reported difficulty. A review of the device lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for tears in the balloon for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for damage and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of the left anterior descending at the ostium proximally, a 4.0 mm x 12 mm xience v stent delivery system (sds) was advanced but an acute bend at the ostium hindered the sds from crossing the lesion. A 4.0 mm x 12 mm multi-link vision stent was used successful in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis revealed that there was blood in the inflation lumen and in the balloon.